Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ use error: observed, one opening assessed as surgical damage per rga. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted. Healthcare professional later reported "intentionally punctured for ease of removal and to measure volume."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced. Healthcare professional reported "damage caused by explant surgery - intentionally punctured for ease of removal and to measure volume." The event "intentionally punctured" is not related to the device.

Manufacturer narrative:
Clarification: the device is mcghan 495 cc textured saline implant. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced. Healthcare professional reported "damage caused by explant surgery - intentionally punctured for ease of removal and to measure volume." The event "intentionally punctured" is not related to the device.